Event description:
The customer received questionable prolactin results for one patient sample. The initial results were 2.08 ng/ml and 2.36 ng/ml. Both tests were done from the primary sample tube. These results were reported to the physician who complained about the results so the sample was repeated. On (B)(6) 2014, the results using an aliquot of the sample in a cup were 6.54 ng/ml and 6.33 ng/ml. Additional results of 6.35 ng/ml and 6.40 ng/ml were provided, but it was unclear if these were actual results for this sample. The initial patient results were not released. The customer was still in discussion with their physician. The patient was not affected. The prolactin reagent lot number was 174963. The expiration date was requested, but was not provided. It was noted the assay had not been calibrated since (B)(6) 2014. Product labeling recommends calibration at least every 28 days. Also, qc was not performed on the day of the event.

Manufacturer narrative:
Information concerning the specific part number involved in this event was requested, but was not provided. This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As alarms were noted on the provided instrument performance data, a general analyzer issue could not be excluded.